Event description:
Patient called lfs and alleged that their meter was reading inaccurately high. The patient obtained a result of over 200 mg/dl, however, they were comparing the result to their feelings. This is not a valid comparison. The patient did not report any symptoms at the time of testing. The patient contacted their physician for advice. The physician ordered blood work to be done. Patient's blood sugar result was approximately 130 mg/dl. The patient performed control solution tests with different vials of test strips, which did not fall within range. The test strips were in good condition, the codes matched, and control solution was not expired. The patient used the correct testing technique. Based on the information provided by the patient there is evidence of a meter malfunction. There is no evidence of the meter contributing to a serious injury. Patient's lab result was approximately 130 mg/dl, which is not defined as a serious injury. No further information has been reported.